Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by a vad coordinator via email, "patient presented with three pump stops associated with a disconnected drive line. However, when the vad coordinator interrogated the patient, he denies ever changing the controller or disconnecting the drive line. The vad coordinator manipulated the drive line in efforts the illicit an alarm, which was negative. The vad coordinator did interrogate his back up controller, it was never engaged, meaning the patient never changed controllers. The vad coordinator sent the patient for a kub to assess the integrity of the drive line, the result/films are pending. The vad coordinator switched out controllers, when he did, the drive line/ connections appeared patent. Technical services replied via email; "hmii patient, dated (B)(6) 2013; the log file showed 1 driveline disconnect alarm on (B)(6) 2013 at 10:36 pm. No other adverse events were recorded, during the approximately 4 day length of the event log."